Manufacturer narrative:
H10: the lot number was provided, and a lot history review was performed. The device was returned for evaluation and a peeled outer balloon layer was identified. A root cause has not been determined. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction events. A review of the event indicated that model cq5074j pta balloon dilatation catheter allegedly was peeling off upon removal from the patient. This report was received from one source. The device was used on the patient, with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
For the one reported event, the one device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction events. A review of the event indicated that model cq5074j pta balloon dilatation catheter allegedly was peeling off upon removal from the patient. These report was received from various source. Of the one event, did involved patient with no reported patient injury. The patients age, weight and gender was not provided.